Event description:
A surgeon reported that a glaucoma filtration shunt was implanted in a patient with neovascular glaucoma. Following the implant, the shunt was noted to be clogged and the shunt was explanted. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. Additional information has been requested. (B)(4).